Event description:
It was reported that a patient who had an unspecified xience stent implanted, died on an unspecified date. Stent thrombosis was initially suspected; however, the autopsy revealed an early occlusion by neointimal proliferation. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of death and occlusion are known observed and potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial report, additional information was received stating that the patient was admitted to the hospital on (B)(6) 2010. The index procedure was performed (on an unspecified date) to treat 90% stenosis of the proximal and mid right coronary artery (rca). The proximal rca was noted to be highly calcified, therefore, rotablator was performed. Then a xience v 3.0 x 23 mm stent and a xience v 3.0 x 18 mm stent were implanted to the proximal and mid rca. Intra-vascular ultra sound (ivus) showed good stent apposition and enough lumen area. An implantable cardioverter defibrillator (ICD) was considered; however, the patient declined. On (B)(6) 2011, the patient experienced temporary loss of consciousness while working and was brought to the hospital by ambulance. Ventricular tachycardia (vt) and ventricular fibrillation (vf) occurred. Although defibrillation was performed and medication was administered, the patient died. Angiography had shown occlusion of the rca from the ostial side. But although stent thrombosis was suspected, autopsy showed that the occlusion of rca was not by stent thrombosis but by neointimal proliferation continuing to the aorta. The physician believes that the event was not related to the stents. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of ventricular fibrillation, ventricular tachycardia and death are known observed and potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.